Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 794892) for female sterilisation. The patient had a medical history of post-traumatic stress disorder, pneumonia, eczema, menarche (at 13), ovarian cyst, abnormal uterine bleeding ( patient had u/s done today for assessing aub patient seen on 25sep2018 and had endometrial bx on cyclic provera x 2-3 months. Cycle in september ending only 3 days and not heavy. Provera 1-10 of the month. Endometrial bx: proliferative endometrium patient also been experiencing left sided pelvic pain, cramping type x 1 week at the time of her cycle. This pain, has been going on since essure procedure in 2010.), allergy (grasses, molds, nuts, weeds), asthma, dysmenorrhea and hypothyroidism. Previously administered products included: levothyroxine, proair hfa, ibuprofen, vicodin and xanax. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2906 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (s/p laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: . The number of expanded coils that appeared trailing into the uterine cavity was 5. Attention was then turned to the opposite side. It was able to be successfully completed. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. There was minimal tubal spasm on this side. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.892 kg/sqm. [Blood test] on (B)(6) 2010: hemoglobin, hgb: 14.2 g/dl. [Hysterosalpingogram] on (B)(6) 2014: date: (B)(6) 2014 hysterosalpingogram history: essure procedurecavity is normal no contrast is seen in fallopian tubes and essure coils are in good position. [Pathology test] on (B)(6) 2018: diagnosis: endometrium, biopsy final report proliferative phase endometrium no hyperplasia or carcinoma identified microscopic description microscopically examined. Clinical history/differential diagnosis abnormal uterine and vaginal bleeding, unspecified [pregnancy test urine] on (B)(6) 2014: urine pregnancy test: a urine pregnancy test was performed today and the result was negative. A "time-out" was undertaken to confirm that this was indeed and that the intended procedure was a voluntary placement of an essure permanent birth control system under paracervical block and oral analgesics. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number added .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 794892) for female sterilisation. The patient had a medical history of post-traumatic stress disorder, pneumonia, eczema, menarche (at 13), ovarian cyst, abnormal uterine bleeding ( patient had u/s done today for assessing aub patient seen on (B)(6) 2018 and had endometrial bx on cyclic provera x 2-3 months. Cycle in september ending only 3 days and not heavy. Provera 1-10 of the month. Endometrial bx: proliferative endometrium patient also been experiencing left sided pelvic pain, cramping type x 1 week at the time of her cycle. This pain, has been going on since essure procedure in 2010.), allergy (grasses, molds, nuts, weeds), asthma, dysmenorrhea and hypothyroidism. Previously administered products included: levothyroxine, proair hfa, ibuprofen, vicodin and xanax. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 2906 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (s/p laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: . The number of expanded coils that appeared trailing into the uterine cavity was 5. Attention was then turned to the opposite side. It was able to be successfully completed. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. There was minimal tubal spasm on this side. The number of expanded coils that appeared trailing into the uterine cavity was 5. She tolerated the procedure well, stating she had only mild cramps at most. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.892 kg/sqm. [Blood test] on (B)(6) 2010: hemoglobin, hgb: 14.2 g/dl [hysterosalpingogram] on (B)(6) 2014: date: (B)(6) 2014 hysterosalpingogram history: essure procedurecavity is normal no contrast is seen in fallopian tubes and essure coils are in good position. [Pathology test] on (B)(6) 2018: diagnosis: endometrium, biopsy final report proliferative phase endometrium no hyperplasia or carcinoma identified microscopic description microscopically examined. Clinical history/differential diagnosis abnormal uterine and vaginal bleeding, unspecified [pregnancy test urine] on (B)(6) 2014: urine pregnancy test: a urine pregnancy test was performed today and the result was negative. A "time-out" was undertaken to confirm that this was indeed and that the intended procedure was a voluntary placement of an essure permanent birth control system under paracervical block and oral analgesics lot number: 794892 manufacture date: 2010-05 expiration date; 2013-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.